Event description:
Drain catheter placed in 2005 to left breast area of pt. The drain tube was removed from pt. MRI was performed on pt at a later date by another physician and a segement of the prior drain tube was noted to be in the pt's breast area. A surgical procedure was scheduled for this pt in the same area, so the segment was removed at that time.